Event description:
On (B)(6) 2014, the distributor contacted animas, alleging a power (no power) issue. No additional information was available. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/04/2014 with the following findings: visual inspection of the pump found no cosmetic damages. Review of black box data multiple language corruption related warnings but no power related issues was found. The battery cap was not returned and a test cap was used in the evaluation. The pump powered up with auditory and vibratory features. A call service alarm resulting from a language corruption occurring at a component on the printed circuit board was encountered during start up. Due to the call service alarm, the evaluation was unable to complete the remaining testing. The reported power issue was not verified in the black box or duplicated in the investigation. Pump casing was opened and no damages were found to the printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).